Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.